Event description:
It was reported that during an unknown procedure, the device was difficult to open at the distal end, but it opened. The staples at the distal end were malformed. The anastomosis was re-done and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Results found that the ntlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.